Manufacturer narrative:
Power blade and ground prong bent and loose.

Event description:
It was reported by service report that the ground prong on the power cord is bent. No pt involvement or adverse consequences are reported.